Manufacturer narrative:
(B)(4). The complainant has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant devices - zimmer unicompartmental knee high flex precoat cemented femoral component catalog #: 00584201401 lot #: 62518017, unknown zimmer unicompartmental knee articular surface catalog #: ni lot #: ni. Report source - foreign: (B)(6). Multiple MDR reports were filed for this patient; please see all reports associated with this event: 0001822565-2022-00757 and 0001822565-2022-00758.

Event description:
It was reported that the patient underwent a knee arthroplasty revision to address pain approximately eight (8) years post-operatively. During the removal of the implants, it was identified that the coating of the metallic implants was peeling. Attempts have been made, however, no additional information is available at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. D10 - concomitant devices - zimmer unicompartmental knee high flex precoat cemented femoral component catalog #: 00584201401 lot #: 62518017, zimmer unicompartmental knee articular surface size 3 10mm catalog #: 00584202310 lot #: 62205764. Visual examination of pictures provided identified remains of cement on the femoral component. The articular surface exhibited signs of being implanted as well as wear on the surface. The tibial tray had no evidence of cement and scrape marks were found on the device. The device history records were reviewed and no discrepancies were identified. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the provided implant found sign of being in-vivo with some scratches to femur and tibial plate and wear on the articular surface. These scratches in femur and tibial components likely happen during explanation. No bone cement can be seen on both femur and tibial plate. The root cause remains unchanged. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.